Manufacturer narrative:
(B) (4).

Event description:
It was reported that the extension cable could not be connected to the implantable stimulator. The connector pin for electrodes 0-7 could only be inserted half way; the connector pin for electrodes 8-15 could be fully inserted in the ins. The device was no implanted and was returned. There was no patient injury report; the implant procedure was completed without further incident.